Manufacturer narrative:
.

Event description:
The manufacturers' representative (rep) reported that they did a peripheral nerve evaluation on a patient who had to be transported to the emergency room due to elevated blood pressure and doctor/ nurse concern. The patient was going to be discharged and the rep was asked to turn on the device to start the test. Additional information from the rep reported that there was no device concern and the patient was discharged the next day from the hospital. The rep did not know what tests were run in the ER. No further information was provided about this event.